Event description:
It was reported that during a lap right colectomy, the surgeon stated that when inserted the trocar through optically guided entry in the umbilicus that he punctured the iliac artery. When he looked around in the abdomen, he saw some bleeding and converted to an open procedure. He repaired the artery and had to reschedule the right colectomy. This did occur on the initial port placement. The patient was not insufflated. The surgeon has been inserviced on the device and has used this technique with the xcel trocar in past surgical procedures. Patient has 6 mm gortex graft. She will have to wait 6 weeks for right colon resection. This is a possible precancerous lesion.